Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4) clinical study. Same case as 2134265-2010-02065 and 2134265-2010-02273. It was reported that during a coronary artery stenting procedure the patient experienced bradycardia. The target lesion was located in the ostium of the right internal carotid artery with 80% stenosis and was 20.0 mm long with a 5.0 mm reference vessel diameter. While introducing the first filterwire, the delivery sheath failed and the guidewire bent or kinked. A second filterwire ez was used and a carotid wallstent was successfully implanted. The site reported at an unspecified time during the procedure, the patient developed sinus bradycardia. The patient was treated with medication and the event was considered resolved without residual effects. Following post-dilatation, residual stenosis was 20%. The patient was discharged the next day.